Manufacturer narrative:
Plant investigation: an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were no discrepancies encountered in the internal inspection of the device. The valve actuation test and system air leak test passed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no issues found during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. An evaluation of the returned device could not identify any failures. Clinical investigation: a clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information a temporal relationship exists between the continuous cycling peritoneal dialysis (ccpd) therapy with the liberty cycler and the inguinal hernia as evidenced by the documentation that the hernia developed after initiation of ccpd and the patient symptoms were exacerbated during pd therapy. There is no documentation that shows a causal relationship between the hernia and the liberty cycler. Additionally, there are no allegations of a malfunction against the cycler. Based on available information, the cause of hernia is unknown. Should additional information become available, this investigation will be reevaluated accordingly.

Event description:
A peritoneal dialysis (pd) patient¿s contact called technical support for drain complication during the previous night¿s treatment. Per the contact, the patient had a tear in their peritoneum and was experiencing drain pain. The patient reported that they have a hernia. Upon follow the peritoneal dialysis registered nurse stated the patient was experiencing scrotal swelling and was diagnosed with inguinal hernia. The hernia repair has not yet been scheduled. The pd nurse stated the patient did not have any tear in the peritoneum and the scrotal swelling was due to the hernia. Per the pdrn the patient is often non-compliant with their peritoneal dialysis therapy. The patient continued to complete pd therapy with no other reported issues.